Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced needle hard to remove, failed batt test, charge/battery lasts less than expected, keypad button error. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was performed and customer reported a short battery life or a low battery alarm, a keypad anomaly, a battery failed alarm and the introducer needle was hard to remove. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Active current measurement within specifications. The history was download successfully using thumps software. The j1 connector on pcba 1 was locked properly during visual inspection. No unexpected keypad unresponsive anomalies. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did not confirm charge battery alarm or failed battery alarms that were triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. The long trace history files did not confirm charge battery alarm failed battery alarm noted. Unit was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, motor, and battery tube. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for charge battery alarm and failed battery alarm noted. No unexpected keypad unresponsive noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.